Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 233 mg/dl at the time of the call. The customer stated their blood glucose was over 400 mg/dl earlier in the morning. Customer stated they had bolused to treat their blood glucose. The customer also did not have any symptoms of high blood glucose. Troubleshooting found the customer had a no delivery alarm in their alarm history. It was also found the customer had a tiny air bubble in their tubing. The customer also had a bent cannula upon removal of their infusion set. Customer changed out their infusion set during troubleshooting. No additional information provided.